Manufacturer narrative:
(B)(4).

Event description:
Doctor indicates they ordered a bost510 but upon actual placement of the implant size it was a 4x10.

Manufacturer narrative:
Device available for evaluation change ¿no¿ to ¿yes¿.

Manufacturer narrative:
One t3 tapered implant was returned for inspection. The product shows significant signs of tissue attachment about the threads and collar. The internal drive feature shows signs of wear consistent with use. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (p-iis086gi rev. F 11/2015) states, sterility: all dental implants are supplied sterile and are labeled ¿sterile¿. All products sold sterile are for single-use before the expiration date printed on the product label. Do not use sterile products if the packaging has been damaged or previously opened. Do not re-sterilize. Complaint indicates that the implant did not match print specifications for the bost510 implant, and was shorter than expected. The product was measured, and found to match print specifications against drawing 1040025 rev c, which is the drawing consistent with the bost510 implant. The complaint is therefore unconfirmed. A root cause for the reported event could not be determined, as no deficiency was detected following inspection. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.